Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display screen was blank and that there was moisture behind this display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during testing, evidence of moisture was observed under the display. The display displayed the verify screen. Unrelated to the complaint, the audio bolus button cover was peeling and the battery compartment was cracked. The button responded properly. The pump failed a leak test due to the bolus button damage. The pump cover was opened and moisture was observed internally.